Manufacturer narrative:
Article citation: ¿breast implant-associated lymphoma: what is the true incidence and clinical relevance?¿ laura k. Goodwins, phoebe m. Prowse, john r. Miliauskas; plastic reconstructive surgery global open; december 2019; american society of plastic surgeons 2019. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii

Event description:
Journal article ¿breast implant-associated lymphoma: what is the true incidence and clinical relevance?¿ referenced a patient who was concerned regarding the ¿cosmetic appearance¿ of the left side breast. Examination revealed capsular contracture, baker grade iii. Total capsulectomies were performed and the device has been explanted. This represents the left side.